Manufacturer narrative:
The reported product is not expected to be returned as the customer did not respond to requests by adc for device return. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the abbott diabetes care (adc) device via email. The customer received an unspecified high reading on the adc device that was 30-60 mg/dl higher compared to an unspecified reading obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced unspecified symptoms and self-treated with an unspecified injection several times. There was no report of death or permanent impairment associated with this event.